Event description:
Consumer alleges that when she went to sit down on the rollator the side frame allegedly broke and she fell. No injury alleged. (B)(6). It is unk if there was add'l loading on the device. The consumers technique while using the device is unk. The maintenance history of the device is unk.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 65100 serial number/date code (B)(4) is approx 3 yrs old. The user manual part number 1150739 rev a ((B)(4)-2008) was issued with this device. It is unk if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unk.